Event description:
The lead was explanted and returned with its associated pulse generator. The reason for return was indicated as suspected end of service (lead wire looks frayed); no adverse events were reported. Analysis of the returned product revealed a lead break at the end of the connector bifurcation. Upon further evaluation, the neurosurgeon's nurse reported that during the patient's eos generator replacement surgery, it was noted that the lead appeared frayed. It was the neurosurgeon's decision at that time to replace the lead. No x-rays were taken prior to surgery. An attempt to gather additional information has been unsuccessful to date.